Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the hemodialysis machine was turned on, there was a problem with the flow.